Event description:
An interventional angioplasty guidewire (balance heavy weight wire) was positioned down the right sfa. An otw (over the wire) balloon was placed over the balance heavy weight. A number of inflations were made. When retracting the balloon out, the balance heavy weight wire broke into two pieces. The wire was retrieved completely. The longer piece (segment of wire still sticking out from the sheath) was pulled out manually and the shorter end was lodged inside the balloon inner lumen. Used fluoroscopy to confirm no segments of wire were left in the patient. The procedure time was lengthened but there was no patient harm.device #1is this a laboratory device or laboratory test?no.